Event description:
It was reported by service report that some of the bumpers on the footend oxygen holder were missing not allowing the oxygen bottle to hold tight and the "lift here" label was damaged. The customer could not determine if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
"Lift here" label, o2 bottle holder.